Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump "died" and was not able to be powered on. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: during the investigation, a review of the black box showed multiple unexplained power reset events on (B)(6) 2018. The returned battery cap was undamaged and able to fit. The battery cap was fastened and then unscrewed a half a turn with no reboots occurring. The pump¿s ¿ez-prime¿ steps were performed correctly, and no power interruptions occurred during the investigation. Investigators were unable to duplicate the ¿power¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board. Unrelated to the original complaint, the battery compartment was found to be cracked.